Manufacturer narrative:
B4: date of this report: f7 updated: follow up #01. F9 approximate age of device. International medical device regulators forum (imdrf) adverse event reporting health effect clinical code: 4582 no clinical signs, symptoms or conditions health effect impact code: 2199 no health consequences or impact medical device problem code: 1069 break, 1091 device reprocessing problem component code: 525 tube, 943 ring, 432 seal, 765 controller. Evaluation summary: this is an event in which a foreign object such as a brush is stuck in the conduit. It was concluded that this was caused by a brush used by the user during cleaning that broke off and remained in the pipeline. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Pentax medical was made aware of an event on (B)(6)2020 from the (B)(6) hospital of (B)(6) involving pentax medical video gastroscope, model eg29-i10, serial number (B)(4). The customer stated that the gastroscope had a clip stuck in the insertion channel after reprocessing which was deployed in a patient during procedure. Patient was unharmed by the user facility. Based on follow up responses from the user facility on 29-may-2020, the boston scientific resolution clip was used during the prior procedure, with reported minimal risk to other patient. The gastroscope, model eg29-i10, serial number (B)(4), was removed from circulation and subsequently called in for service. A two channel endoscope was used to complete the procedure with no reported delay. The customer also confirmed that they do follow operation method instructions for use(IFU) for pre-procedural check and use for the endoscope involved, reprocessing and accessories involved. The gastroscope was received by pentax medical for evaluation on 10-jun-2020. The gastroscope was inspected by pentax medical service repair under service order 2008048 and the following inspection findings were documented: suction tube resistance, passed dry leak test, passed wet leak test, hole in # 1 remote control button cover, scope case lock damaged. The gastroscope underwent repairs including the following components: o-rings and seals, suction channel lg, remote control button(1). Pentax medical video gastroscope, model eg29-i10, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 09-nov-2016. The gastroscope was approved by final qc and was put back into inventory the gastroscope was delivered to the customer on (B)(6) 2020 under delivery order 82119585.